Event description:
Related MFR#: 2916596-2023-00750.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not alarming for a driveline disconnect was unable to be confirmed. A review of the log files contained data spanning approximately 12 days (on (B)(6) 2023 per timestamp). On (B)(6) 2023 from 19:56:19 ¿ 19:56:27, the driveline was disconnected, the pump speed fell to 0 rpm, and lvad off and low flow alarms were active. By 19:56:32, the pump quickly regained speeds above the lsl without issue once the driveline was reconnected. No other notable alarms were active, and the system controller appeared to function as intended throughout the log file. The heartmate 3 system controller (s/n: (B)(6) was not returned for analysis. Per the provided information, the reason for the driveline disconnect was unclear and no alarms were heard by the patient or rehabilitation staff. The patient was asymptomatic during the event and currently stable at inpatient acute rehab. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section b - ¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. Heartmate 3 instructions for use, rev. C, section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 - ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including driveline disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR number: 2916596-2023-00750. It was reported that a review of the patient's log files revealed a driveline disconnect alarm on (B)(6) 2023 at 19:56. The pump was off for about 10 seconds. The patient was stable and in an inpatient acute rehabilitation center. No alarms were heard by the patient or the rehabilitation staff. The patient was asymptomatic. The alarm occurred when the patient was on batteries. The cause of the driveline disconnect alarm was unknown.